Manufacturer narrative:
The impella cp device was returned for analysis and evaluation. No data logs were returned. The pump was evaluated, and mold was seen all along the purge gap and the impeller. It was soaked in warm water with tergazyme for 10 minutes, and then the gap was re-imaged. There was significant biomaterial stuck inside the gap. The pump was started, the motor current was elevated and saturated flows were reproduced. Product history review was completed, and the pump passed all post sterile inspection checks. In conclusion, the root cause of the saturated pump flow is due to biomaterial based on the returned product analysis.

Event description:
The product was returned due a low placement signal complaint, which was assessed as not reportable. However, analysis of the returned device indicated an upward trend in motor current and evaluation of the pump found biomaterial stuck in the gap. There was no information that indicated harm to the patient (unknown race and ethnicity).